Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported pain and deformity. Ultrasound diagnosed implant rupture. Device remains implanted and is due to be explanted. This relates to the left side.

Event description:
Device has bee explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photographs identified, it is not possible to determine, the lot number or catalog number through the photos provided. Rupture: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Patient reported. Pain and deformity. Ultrasound diagnosed implant rupture. Device has bee explanted and replaced with a non-abbvie device. This relates to the left side/